Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, the patient is experiencing pain and has not been pain free since the surgery. Steroids made the pain a little better but without steroids he is in significant constant pain. Strenuous activity makes the pain much worse. He is allergic to over the counter meds so he does not take many pain medications. A blood test was performed and the results showed cr was normal but the other metal tested high. He is being sent for an MRI. The doctor has stated that he believes this patient will need a revision.